Manufacturer narrative:
Inspection of the fluid path found no evidence of fluid inside the device. Blood was observed on the adhesive pad and inside the bottom housing well. No damages were observed that would contribute to the reported bleeding event, the cause of which could not be determined. The exposed portion of the soft cannula was observed to be shortened, preventing fluid from completing the fluid path. The timing and cause of the observed cannula damage could not be determined. The pod generated an 0x1c expiration alarm. The device was confirmed to have run for 80 hours. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 37 and 48 hours. The viewing window of the pod was wet and the pod adhesive was noted to be moist. The infusion site was bleeding. As treatment, a new pod was applied. The device investigation observed a cannula damage during testing.